Manufacturer narrative:
The unit was not returned to the service center for evaluation. A review of the instrument history showed no record of service/repair. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during a colonoscopy procedure an audible click or drop sound was noted and the photos during the middle of a procedure became a rainbow of colors (no longer images from the procedure). A backup processor was moved into the room for use during the next case. Images still showed as rainbow. The serial digital interface (sdi2) output continued to work fine to the monitor. The cable was replaced. The intended procedure was completed. There was no patient injury reported. In addition, the user facility reported that the although the cable had been replaced the same phenomenon reoccurred after a few times of use. The facility switched the cable a third time with no further issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 5 years have passed since the device was manufactured, and it is likely that the electronic components around the digital connector of the board deteriorated due to repeated use over time resulting in an unstable video connection and inability to output signals correctly to the monitor. The following instructions on the connection of the cable are provided within the instructions for use, which could potentially prevent the phenomenon: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Never apply excessive force to the connectors, this could damage the connectors".